Manufacturer narrative:
Analysis of the returned device identified: underweight, broken shell and yellow particles. A visual and microscopic analysis was performed which identified missing shell, sharp broken on radius due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a missing shell due to inconclusive and a sharp broken on radius due to a surgical impact opening.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.